Event description:
It was reported that high lead impedance was observed. During lead extraction a lead fracture was noted. Visual inspection of lead found damage to the proximal portion of the svc coil. The cables and filars were exposed at this location. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Mandatory medwatch form was received. Only 54.3cm of the electrode end of the lead was returned. Internal abrasion was found at 9.7cm to 10.2cm from the helix end. Several external insulation abrasions were found between 43.7cm to 45.3cm from the helix end. These abrasions are consistent with friction to the ICD can.